Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to reset the pump, and after the reset, the error code did not reappear. The customer successfully started their sensor session.